Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator position in a usual degree, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the handle was broken. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been directly affected the functionality/ integrity of the device because of the failure broken handle. The encountered failure is an issue that could have been caused due to excessive manipulation of the device by the user; probably torsion force and/or bending the handlie. During manufacturing process the units are inspected in order to detect or avoid defects. Therefore the most probable cause of this complaint is ¿handling damage¿ since it is most likely that due manipulation of the handle device without direct patient contact. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator position in a usual degree, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a second truetome¿ 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.